Manufacturer narrative:
Added h.6 type of investigation code. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9-1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause of the increase in gradient across the sapien 3 valve cannot be determined from the information available; there is no actual report of valve thrombosis or other cause for the reported event. The mostly cause of the gradient was the pre-existing surgical and non-edwards transcatheter valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year, 1 month post viviv tavr the sapien 3 valve was explanted during an ascending aorta and aov repair. This patient (s/p failed ross, failed mosaic, failed pulmonary homograft) was brought to the hybrid lab initially for placement of a corevalve within a mosaic, however, the corevalve embolized and was snared, creating an aortic dissection at the level of the innominate artery/arch. After attempting to place another corevalve, the team changed their mind and performed a bail out procedure with a 23mm sapien 3 in (B)(6) 2020. The procedure was technically simple with good placement. There was a waist on the sapien 3 and the physician was aware that a gradient was likely but chose not to post-dilate due to the complexity of the case and the potential for further migration of the corevalve into the dissection. The patient was later scheduled for transcatheter pulmonic valve replacement cpvr but there was concern for the gradient across the span of the aorta. The s3 was functioning normally but there was a 40mmhg gradient across the embolized corevalve. The team decided to assess the ascending aorta initially and performed multiple pull-backs from the lv to the viv to asao and felt that the combined gradients (most of which involved the viv) should be addressed with a single surgical correction to include removal of the mosaic, s3, and corevalve and repair/replacement of the asao. At the time of this complex repair of the ascending aorta and aov, the team would also replace the pulmonary homograft to give the patient 'one complete repair'. The asao was repaired with a 25mm konnect bioroot and failed homograft was replaced with another homograft.